Event description:
Information received by medtronic indicated that rewind process takes longer time, and rewind process was louder. Customer has experienced random no delivery alarms. No harm requiring medical intervention was reported. Customer declined to perform troubleshooting. Customer reported past event resolved by set, reservoir, or complete set change. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms/alerts/anomalies noted during analysis. Reviewed pump alarm history and no rewind or drive/motor related alarms were listed on event date. Successfully downloaded history files and traces using thus. Motor was tested outside the pump and no anomalies noted. The following alarms/alerts were noted on event date: pump error 54 on (B)(6) 2022 15:46:36.000 and pump error 3 on (B)(6) 2022 15:46:38.000. Confirmed pump error 54 (filenumber = 32122 linenumber = 1421) due to software anomaly. Pump error 3 was a consequence of pump error 54. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and battery cap contact missing. No unexpected alarms/alerts/anomalies noted during analysis. No delivery alarm, rewind anomaly, and drive/motor anomaly not confirmed. Pump error 54 confirmed due to software anomaly. Pump error 3 was a consequence of pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.